Event description:
It was reported that the patient when trying to operate the inflatable penile prosthesis (ipp) found that the squeeze pump was hard. After deflating the penis, it was noticed that the pump remained hardened. No further information was provided.